Event description:
A surgeon reported he explanted an intraocular lens (iol) approx nine years following iol implant surgery. The surgeon stated the iol had become cloudy. Another iol was implanted. The pt was reported as doing fine.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The lens optic was not cloudy. The product was damaged. Haptics were bent in the gusset area. The optic was scratched and cracked. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. The optical resolution and focal length were acceptable for a 13.0 diopter. Product history records were reviewed and all documents indicate the product met release criteria. There are no other complaints reported in this lot number. Additional info was requested. A completed questionnaire has not been received. This report was mailed to FDA on: 07/23/2008.